Event description:
Reservoir for o2 came off back of bag during resuscitation. During a code at original reporter's mother-in-law's house 10/4/99, rptr became aware of a critical problem with the new portex ambu bags that the hosp switched to for their home health contract. This flaw places the pt at a high risk of not getting the required supplemental o2 that the device is intended to provide. During the cardiac arrest the emts were using this new bag. Rptr noticed that the reservoir for the o2 had come off on the back of the bag. This is a screw on device. Rptr's mother-in-law was not receiving supplemental o2. Rptr intervened and was able to quickly identify and fix the problem. In an emergency situation the equipment needs to be ready and functioning properly. Rptr feels that there is a design flaw with this ambu bag and that this flaw can have serious consequences. Especially in the field where conditions are not ideal and the focus is on the pt not on the design and possible problems with the equipment. Rptr has identified problems with other ambu bags which have been withdrawn from the market. Rptr feels that this portex product falls within the same framework.